Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for medical advisor review. Multiple postoperative x-rays of lumbar spine show initial rods at l3-l4-l5-s1 with vertebral body spacers at l4 and l5. Later films show titanium rods at l1-l2-l3-l4-l5. Last film show fracture at s1 on one side.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l1-s1. It was reported that approximately 2 months post-op the patient reported back with a broken screw at s1. It is reported that the patient has not fused. No additional patient complications have been reported.